Manufacturer narrative:
Result - broken footboard.

Event description:
It was reported by service report that the bed had a broken footboard with sharp edges and the pt for fluid ingress. It is unk if there was pt involvement, however, no adverse consequences are reported.